Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket failed to open. The basket was inspected outside the patient and the tip of the basket detached unintentionally. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket failed to open. The basket was inspected outside the patient and the tip of the basket detached unintentionally. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual inspection of the returned lithotripter device found the basket was received in closed position and the tip separated. The device is free of obvious kinks and bends. The handle does not have any visual damage. Functional inspection found the basket opens and closes completely without problem or resistance. It is most likely that the tip could have been came off during the manipulation of the device. The directions for use states: "wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment in the basket". Furthermore, the trapezoid rx product specification states "tip must detach at 25 lbs or greater when force is applied to the trapezoid handle". Hence, it is highly possible that the customer used a force superior to 25 lbs while the product was being handled causing the detachment of the tip. Therefore, it is concluded that the investigation conclusion code is "cause traced to component failure" since the component failure is expected or random without any design or manufacturing issue. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.